Manufacturer narrative:
(B)(4). Information unavailable. Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported by the affiliate that during an unknown procedure after firing intestinal anastomosis can not staple. No patient consequences reported.